Manufacturer narrative:
H10: the customer confirmed that the error code, "the proximal pressure is not measured and pressure-related alarms are compromised," had occurred. The customer then stated they would replace the data acquisition (da) printed circuit board assembly (pcba). The customer replaced the da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve patient involvement, device evaluation, repair, and operational status on 04/13/2023, 05/16/2023 and 05/31/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60, indicating a technical malfunction with the fan. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that they had a technical malfunction with the fan. The customer provided the rse with the logs per the rse request to confirm for error code 110b (proximal pressure sensor autozero failed). The rse also advised the customer to check that the data acquisition (da) card is correctly attached to the gas delivery system (gds) unit as well if the error code 110b appears after the start of use.

Manufacturer narrative:
Reporting address state, reporting institution phone #, reporter phone #: (B)(6).

Manufacturer narrative:
H10: after the customer replaced the data acquisition (da) printed circuit board assembly (pcba), they had informed philips that this did not resolve the issue. The remote service engineer (rse) informed the customer that the solenoid pins need to be properly inserted into the da pcba and that the da pcba must be securely attached to the gas delivery system (gds). The customer then confirmed with the rse that the pins and da pcba were both properly inserted and securely attached. The rse then advised the customer that the to perform a cross test with another device then a replacement of the 2 solenoids in the system could be performed in an attempt to resolve the issue. No response was received from the customer and the case was closed by the rse. No response received from the customer and the rse had closed the case. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.